Event description:
The patient was experiencing worsening obstructive sleep apnea. At the time of activation the tongue protrusion was acceptable, but deteriorated over time. Despite troubleshooting and parameter adjustments the treating physician and patient decided a revision surgery was appropriate. The patient received the successful revision surgery (B)(6) 2026. The device remains intact and with repositioning, the patient's tongue protrusion was restored at the same settings the patient used prior to the revision surgery. It is important to note the implantable device in this complaint file is not distributed in the united states.